Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a.

Event description:
It was reported during pre-use check, the cardiosave intra-aortic balloon pump (iabp) had a ttsh rp monitor freeze. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and the fse checked the machine and can boot up to operation mode and no error. The fse performed cardiosave simulation test with ECG simulator and balloon, run for more than 3.5 hours and all working ok. Monitoring issue for one month. Pim leak test and passed. The fse handed over equipment to customer in good working condition.